Event description:
It was reported that prior to use, a hole was observed in the corner of two drapes. There was no hole on the outside of packaging. No patient complications have been reported as a result of this event.